Event description:
Pt images sent directly to work station while archive being serviced by ge personnel. Images not sent from workstation to archive and were auto deleted. Pt's cardiac cath digital images irretreivably lost.